Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received compromised force sensor system alarm on their device. It was reported that insulin was squirting out during manual prime. It was reported that the drive support cap was flushed. The customer's blood glucose level at the time of incident was unknown. It was reported that the pump would be replaced and returned for analysis. No further information provided.